Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Results: a review of the usage of the device history revealed no related quality notifications. A visual examination confirmed that the tubes did not contain additive. Conclusion: the most likely cause is an improper clearance of a tray of tubes after clearing a fault on the line. Based on the severity and frequency it was determined that there will not be a CAPA opened at this time. We will monitor these defects for tracking and trending purposes.

Event description:
It was reported that several 2.7 ml, 13 x 75 mm bd vacutainer® citrate tubes did not have any additive in them. Problem was discovered before use. No serious injury, no medical interventions.